Manufacturer narrative:
(B)(4). The actual device is available for evaluation; however, baxter has not yet received the actual device. A follow up report will be submitted upon obtaining additional information.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Communication with the materials management representative revealed that no samples will be sent back for evaluation. Based on the information obtained during baxter's investigation, the cause of the reported event was determined to be unknown.

Event description:
The customer reported a patient in labor that was admitted to the hospital and at approximately 1200 hours, blood was leaking onto the floor due to a leaking set. The set came apart at the stopcock. The tubing was clamped and the set was replaced. Total blood loss was estimated at 650 cubic centimeters. The patient did not have low blood pressure or a fast pulse, nor did she feel light headed or dizzy. The lot number was unknown, but the customer does have lot numbers ur10d09035, ur10d22079, and ur10c11058 in their inventory.